Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information indicated that the wound was thoroughly cleaned and did not appear infected on visual examination. The device and leads remain implanted. The patient was stable and discharged on antibiotics and will be followed up.

Event description:
It was reported that the patient was seen in the clinic, and the wound had started to break down. Pus was coming from the wound site. The physician admitted the patient for IV antibiotics. External wound cultures were done, and came back negative. The physician is unsure of the source of the infection. The patient is pacemaker dependent and is in stable condition.

Event description:
New information indicated that the patient presented to the clinic for a follow-up, and all signs of infection had gone. The wound appeared clean and healed, and the patient felt well.